Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/pt contacted lifescan alleging an unspecified error message on her one touch ultra meter. The pt stated that the reported issue first occurred during the end of approx five months earlier. The pt did not test for 2-3 weeks and continued taking his usual dose of medications (lantus and novolog). The following month, he was admitted to the hospital and reportedly had symptoms of feeling cold, clammy, disoriented, and exhausted. The pt's blood glucose was "28 mg/dl" on a health care professional device and was treated with IV glucose. The pt cannot remember the exact date when he was hospitalized since he has been in and out of the hospital multiple months of this year. No troubleshooting was done on the phone since the pt has discarded his meter and testing supplies. This complaint is being reported because the pt did not test for 2-3 weeks after obtaining the unspecified error message. He then developed hypoglycemia and was admitted to the hospital. Replacement products were sent to the pt.